Manufacturer narrative:
D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. Picture(s) were provided by the customer. Evaluation is still in progress. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a vizigo. After the procedure was completed, when the physician removed the vizigo sheath from the patient, it was noticed that the very distal tip of the vizigo sheath had a "slit" or split in the sheath shaft. There were no errors or issues during the procedure and there was no patient injury or consequence. Additional information was received 14-feb-2025. Provided a photo of the broken vizigo sheath taken after the procedure. There was a breakage of the catheter. Additional information was received 20-feb-2025. The needle used was the brk-1 xs. Ref: (B)(4), lot: 10666729. Additional information was received 07-mar-2025 clarifying that only the vizigo sheath was damaged, but they were using a qdot catheter.

Manufacturer narrative:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a vizigo. After the procedure was completed, when the physician removed the vizigo sheath from the patient, it was noticed that the very distal tip of the vizigo sheath had a "slit" or split in the sheath shaft. There were no errors or issues during the procedure and there was no patient injury or consequence. The picture investigation was completed on 12-mar-2025. A picture was received for evaluation following johnson & johnson medtech's procedures. According to pictures provided by the customer, a split was observed on the tip of the sheath and a part of the tip was missing. The customer complaint was confirmed based on the picture received. The device has not been returned for analysis and a root cause is unable to be assigned based on the current evidence. If the device is received in the future, the product investigation will be performed and updated accordingly, and any action will be taken if necessary. H6. Investigation findings code of ¿appropriate term/code not available¿ represents photo/video analysis. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).